Event description:
It was reported to philips that system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was not booting up. Upon troubleshooting fse found that the host pc had failed to boot. To resolve the issue, fse fse replaced the host pc, loaded the new license file. The defective host pc was returned to philips for analysis and found the failure in dvd cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.